Manufacturer narrative:
72402970, 384298007, reservoir 65 ml iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Device would not cycle nor inflate.